Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2011 alleging that her onetouch ultralink meter would not power on. The patient also alleged that there was corrosion in the battery compartment of that same subject meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that both issues began on (B)(6) 2011 at approximately 2 pm. The patient manages her diabetes with insulin (on an insulin pump). The patient denied making any changes to her usual diabetes management regimen as a result of the product issues. Approximately 5 minutes prior to attempting to test on the subject meter, the patient allegedly developed symptoms of "thirst, frequent urination, tired, irritability, shaking, lightheaded and dizzy." The patient reportedly took 5 units of regular insulin in response to the symptoms. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time and the test strips were in good condition. Replacement products have been sen to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient's symptoms developed before the alleged issues were discovered. In addition, there is no evidence of delay in treatment. However, these complaints are being reported because the alleged issues remained unresolved at the time of troubleshooting. The meter involved in this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.